Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image" malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the reported malfunction could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, there was no image on the video system center. The issue occurred during preparation for use. There were no reports of patient harm.